Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that a patient's primary cell implantable neurostimulator (ins) was starting to "lose power". On (B)(6) 2013, the patient stated that he was only getting some stimulation, and that this issue was noticed "within the past week or two" and "it had been gradually getting worse with almost no stimulation last night". The patient stated he hadn't changed the settings on his programmer for the past year and a half. He stated that he changed the batteries in his patient programmer this morning. The patient noted that he had not followed up with his healthcare provider since implant. Additional information received reported this first implant worked for a good year or so and then began to not work. The implantable neurostimulator (ins) was replaced. Relevant medical history included spinal pain and lumbar radiculopathy.